Event description:
Per nurse clinical educator communication from (B)(6).: "patient has dyspnea on exertion using 3 liters of continuous oxygen. Patient needs new solis pump. Solis pump [serial number] (B)(6) is locked and cannot be opened. Other pump without issue. Her new pump rate will be based on 63ng/kg/min. Md office was notified." Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when lock occurred is unknown. No additional information is available at this time. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes.